Manufacturer narrative:
Retention. Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the reason for the call was that over the past two to three days they had noticed problems when they coughed or sneezed. They also indicated when they voided, they were not getting all the water out and it was dribbling. The caller was helped to connect and increase settings. The patient would maintain the stimulation level and continue to track symptoms. It was confirmed stimulation was in the bicycle seat area and comfortable. The caller did not feel comfortable changing programs until they saw their doctor. There were no device issues or further patient complications reported at this time.

Event description:
Additional information received from patient. They reported they can't get the stimulator to work, they can't connect, it won't hold a charge, they can't get through to pats. They have called manufacturer and gave up several times. Patient said they were dribbling, it was not helping their symptoms. Patient said both the handset and communicator won't hold a charge, 15 minutes later has to charge them up again. Patient said, they don't leave them on, and that all they can do is turn it on and off. It wont do anything else when they turn it on, and it won't go to the screen or when you try to connect you get retry. Offered to help patient use their equipment to connect and patient was successful to synch with their ins, they were on program 7 at 4.8 and the healthcare professional (hcp) has changed it but they have been on 7 since implant. Patient asked about increasing further. Reviewed interstim therapy opti mization information, stim sensation/therapy effect information. Reviewed the option to change programs, control equipment general use and function and recommended keeping a symptom diary to track results. Patient said their hcp has given them the go ahead to try other programs, said they wanted to, was successful to change to program 6 and increased to a comfortable setting. Offered and sent email with quick guide, symptom diary and interstim information. Redirected to their hcp to further address the issue. Reviewed how to power down the communicator and handset to save the batteries between uses. Redirected to call back if they need further support.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.